Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 95% stenosed, de novo lesion in the right coronary artery (rca). The lesion was pre-dilatated with a 2x12mm nc balloon and a 2.5x33mm xience xpedition drug eluting stent (des) was implanted at the target lesion. Post-dilatation was completed with a 3x12mm nc balloon, after which a distal edge dissection was noted. A 2.5x18mm xience xpedition was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.